Event description:
It was reported that approximately four months after implant the implantable cardiac monitor had migrated out of the patient. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).